Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler got stuck at first use so it was impossible for the surgeon to staple.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, the stapler got stuck at first use so it was impossible for the surgeon to staple. The surgeon started stapling, but the stapling jammed in the middle of the feeder, and the stapler made a loud noise. The firing cycle was not completed. Another handle was used to complete the case. There was no patient injury.